Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the mesh eroded through the urethra, and the mesh was removed. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? The initial approach for the index surgical procedure? Other relevant patient history/concomitant medications. Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. Product code and lot #. If applicable, will product be returned, return date, tracking information what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?